Manufacturer narrative:
The device is in process of being returned for evaluation and repair, and the investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges "we are getting an f10 error, and also having problems with the bipoolar function during procedures."